Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reporter is a j&j representative. Investigation summary: investigation flow: damage. Visual inspection: the 5mm hex flexible screwdriver (p/n: 03.037.028, lot number: 52p3483) was received at us cq. Visual inspection of the complaint device showed that the shaft of the device had broken off at the proximal end. No other issues were observed with the retuned device. Device failure/defect identified? Yes. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. The complaint was confirmed. Investigation conclusion: this complaint is confirmed as the device was received broken. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 03.037.028, lot number: 52p3483, manufacturing site: (B)(4), release to warehouse date: 8 may 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a flexible screwdriver snapped in half. It is unknown when and where the issue was discovered. It is unknown if there is patient nor procedure involvement. This complaint involves one (1) device. This report is for (1) 5mm hex flexible screwdriver. This report is 1 of 1 for (B)(4).